Manufacturer narrative:
The reported events of premature battery depletion and no pacing output were confirmed. As received, the device had no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Related to MDR 2200710000-2021-8010 (a medsun user facility report)

Event description:
It was reported that the patient presented for an unrelated procedure. After procedure, interrogation of the pacemaker revealed an absence of pacing requiring chest compressions. Loss of pacing was resolved shortly after removing the wand. An external pacing wire was emergently placed. The loss of pacing with wand application was reproducible. The device was explanted and replaced. The physician stated that the pacemaker had triggered eri, but stated there was a rapid drop to end of life. The loss of pacing due to interrogation was expected behavior when the device is at end of life. The patient was stable post procedure.